Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. The customer detached from the infusion site and was able to deliver the remainder of the bolus with no occlusion. The infusion site had been in use for 5 hours.